Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. Only the blue/white suture was returned. The toggleloc button was not returned. The returned suture has been cut as reported in the complaint. It is noted that the cut was not symmetrical (i.e. One side is cut significantly higher up than the other side). The uneven strands indicate that the suture was not tensioned/tensioning properly. The complaint is considered confirmed in that the sutures were required to be cut; however, the root cause for the event cannot be determined. Review of the complaint history found no complaints of this nature for this reported part/lot combination, and four reports for this part number in general. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date ¿ ni.

Event description:
During a procedure, while implementing the suture anchor through the femoral canal, the surgeon pulled the anchor and the sutures became blocked causing the need to cut out the suture anchor from the patient. Another anchor was used to complete the procedure with no delay.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.